Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. At the time of the report with tandem technical support the customer did not have an alternate method of insulin delivery available. The customer declined further follow up from tandem technical support. Customer¿s blood glucose was 240 mg/dl.